Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user observed insulin leaking from the bottom of the pump at the connector site when prompted to hold for drops, and the issue resolved after replacing the cartridge and connector; subsequent follow-up indicated the connector had not been properly seated and the issue did not recur. Symptoms included no reported adverse clinical effects and blood glucose remained stable. Outcomes included no injury, no medical intervention, and no alarms. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed user technique error related to an improperly seated connector that led to leakage. It was concluded that the event was attributable to user error, and product function was restored with correct setup.